Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(6).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he sneezed and triggered the alarm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of primary alignment, providing further evidence that the alarm was due to secondary motor engagement. Freedom driver passed all functional testing for acceptance at incoming inspection after placing secondary motor back into primary alignment. Additional testing included a valsalva maneuver test to replicate the reported patient sneeze. Pressure was applied to the pap chamber until levels in the tank were visibly disturbed. Driver produced a temporary low cardiac output alarm but no permanent alarms or secondary motor engagement. Testing of the driver's secondary motor system produced no abnormalities or issues. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue from alarm data review. The customer complaint was not replicated during testing; root cause of the unresolvable fault alarm after a sneezing episode was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. Unintended secondary motor engagement is a known issue that is currently being investigated but is not a device malfunction. Patient was switched to backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he sneezed and triggered the alarm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.